Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the entire system was explanted due to a pocket infection. (Responsible organism staphylococcus aureus). No further information was provided from the field.